Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent thresholds at maximum output. It was also reported that the lead was under-sensing, r waves were small, and noise was also seen. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.